Manufacturer narrative:
A specific root cause could not be determined based on the provided information. A malfunction of the analyzer was not found. It is possible that a clot may have caused or contributed to the event since an alarm indicating a clot was seen prior to the measurement of the samples. The customer confirmed that the issue has not returned.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received a complaint from their physician who stated that all of his patients had low recovery for ferritin. It was stated that a total of 60 patient samples were affected. The controls were then repeated for ferritin and it was found that the control recovery was low. The test was then re-calibrated and this calibration passed. Controls were then repeated and were ok. The customer then repeated all samples and reported these repeat results to the physician. Data for a total of 68 patient samples was provided. Of these 68 samples, 55 were found to have erroneous results that were reported outside of the laboratory. Refer to the attachment for the results from these 55 patient samples. For the samples indicated in green, the initial results for these samples were reported outside of the laboratory, but the physician did not see these results. For the samples indicated in yellow, the physician complained about the initial results. The patients were not adversely affected. The ferritin reagent lot number was 181386, with an expiration date of 03/30/2016. Performance testing was performed on the analyzer. Investigations have determined that a general reagent issue could not be seen since all calibrations were within expectations and controls recovery was within specification prior to the event and after re- calibration.